Manufacturer narrative:
The device history record (DHR) for lot 2433010364 were reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.

Event description:
The customer reported that the catheters were bent and twisted, and she could not use them. There was no reported harm.